Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day and month of 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused. The reporter stated that after 24 hours, an unknown volume of solution remained in the device. The device had been filled with cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.